Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the referenced device "snapped" during a hysteroscopy with biopsy procedure. The users reportedly made one pass, pulled the electrode out and detected a gap in the electrode loop with two small balls at each side of the remaining loop. The user facility reportedly could not determine whether any device fragments were left inside the pt's body cavity as no x-ray was taken. The intended procedure was said to have been completed with a different but similar electrode. There was no pt harm per the user facility. The device referenced in this report was returned to olympus for eval. The eval confirmed that the loop was broken and ends of the remaining portions of the loop appeared to have melted. The electrode has been forwarded to the original equipment MFR (OEM) for further evaluation. If add'l significant info is received, this report shall be updated. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a voluntary report from the medwatch reporting program, which reported a malfunction had occurred. There was no report of any pt harm.